Event description:
An registered nurse labeled the purewick tubing/cannister as chest tube, and labeled the patient's chest tube tubing as purewick. Purewick tubing was expected to be used to suction, and CT tube was to air seal (though CT was supposed to be to suction). Maybe two adhesive labels should come with the purewick kit so each of the 2 tubes (between the purewick and cannister and between the cannister and suction) could be labeled as the purewick tubing. Currently package does not contain these separate adhesive labels. Chest tube labeling is a separate matter.